Event description:
The customer states that a patient tested in 2009 using the architect total psa assay generated an alleged falsely elevated result of 6.89 ng/ml. A physician had asked to have this checked and the patient was retested yielding a result of 1.22 ng/ml the customer then repeated the sample from same day, obtaining a result of 1.14 ng/ml. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other evaluation/conclusion (B)(4) erratic total prostate specific antigen (psa) result. The investigation included review of complaint text, instrument history and device labeling. The sample and reagent 1 probe were last calibrated on (B)(6) 2009. The reagent 2 probe was last calibrated on (B)(6) 2008. The sample probe was replaced and the reagent 2 probe was calibrated. The manifold was inspected and the operator performed a reproducibility test. The manifold was acceptable and the results of the reproducibility test were within acceptable ranges. The service history review found one incident of the architect i2000sr (B)(4) generating discrepant b-hcg results documented before this incident and no product deficiency was found in the reagent lot in use. No additional observations of erratic results have been made since this ticket has been documented. In the architect total prostate specific antigen reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. The handling precautions and specimen collection and preparation for analysis sections details specific recommendations and instructions in sample handling and sample integrity issues. A review of trending data did not identify any adverse trends for this issue. A malfunction of the system occurred and is most likely due to an obstructed sample probe. After the component replacement of the sample probe, the instrument was running within specifications. During the customer follow up, the customer expressed the discrepant total psa result was caused by either sample handling or the worn sample probe since it has not been replaced in over three months. Based on the available information, no product deficiency identified for this complaint. This is the final report.